Event description:
It was reported the patient experienced ineffective stimulation. In turn, the patient failed to recharge the device as recommended. As a result, the ipg was deemed inoperable. The patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the issue.